Event description:
Customer reported receiving a reading of 20.6 mmol/l on their freestyle flash blood glucose monitor, and then decided to exercise to lower their blood glucose. After the customer finished exercising, they collapsed and lost consciousness for approximately 3 hours. Paramedics were called and the customer was treated at a local emergency room. Exact treatment administered in order to stabilize customer's glucose levels is unknown, but after regaining consciousness the customer drank soda.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.